Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise resulting in automated mode switch episodes was observed on the atrial lead. Other electrical values were normal. No changes were made and the patient would continue to be monitored.